Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.00 mm x 15 mm apex¿ balloon catheter was advanced to dilate a chronic totally occluded (cto) lesion; however, upon inflation at 13-14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another apex¿ balloon catheter of the same size. No patient complications were reported and the patient's status was fine.